Event description:
A customer reported that patient's sample (with anit-c and anti-k) did not react with 4 cells of 0.8% resolve panel b lot vrb101. No death or serious injury was associated with this incident.